Manufacturer narrative:
The tech found the latch pins were stuck in the release position. Something sticky was spilled causing the pins not to work correctly. The tech cleaned the siderail assembly to repair the bed.

Event description:
Info received indicates the right intermediate siderail wouldn't latch.